Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that the insulin pump got stuck in the rewind complete/bolus delivery loop. Customer stated he did not try to deliver a bolus while in the rewind/fill tubing process and did not see the bolus delivery screen with 0.0 units. Customer was not able to escape to the status screen. Customer was advised to remove the battery for 11 minutes; the insulin pump did not exit the loop and complete the fill tubing process successfully. Blood glucose value was 170 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.